Event description:
The patient underwent vns generator replacement surgery due to battery depletion. During attempts for product return, it was revealed that the explanted product was discarded per the explanting facility's protocol.

Event description:
Further investigation into the reported premature battery depletion revealed that the battery was not depleting faster than expected. The initial assessment was due to the discrepancy between the diagaccumconsumed values and the battery voltages being close to evidence of premature depletion.

Event description:
It was reported that the physician believed the patient's vns generator battery was depleting quickly. The physician stated that the patient had been implanted a little over a year. However, the patient had been implanted for nearly two years. A review of device history records revealed that the generator passed quality control inspection prior to distribution. The device was found to have been manufactured using the laser routing process. The tablet data for the generator was received and reviewed by the manufacturer. The discrepancy between the diagaccumconsumed values and the battery voltages are an indication that the battery was depleting faster than expected. An internal investigation was completed on premature battery depletion events. The results of the investigation observed premature battery life indicator was most likely caused by conductive debris from the laser-routing process, which resulted in leakage paths. This finding is indicative that the generator will reach true end of service earlier than expected. No relevant surgery is known to have occurred to date. No additional relevant information has been received to date.